Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user needs to be walked through a factory reset prompted by a hypo and hyperglycemic episode reaching a nadir of 38 mg/dl and peak of 240 mg/dl blood glucose (bg). Per the user's reports, she was not announcing meals, including high carb meals. This led to the ilet maladapting and providing correction boluses which brought the user lower and lower. The user corrected the lows with lots of apple juices causing a roller coaster effect. During lows, the user felt shaky and weak. The user was educated on the 15-15 rule to manage lows and was educated on the ilet's learning algorithm. Along with the ilet, she uses the dexcom g6 cgm and the convatec inset (23", 6mm).